Event description:
On (B)(6) 2013, the pump was palpated and was mobile in the pocket; the pump pocket was painful because the pump was loose/spinning in the pocket. In addition to the pump being mobile in the pocket, it had also been flipping/inverting. The event severity was reported as mild. The event was noted to be possibly related to device implant procedure. Patient's refill was completed on the date of event i.e. (B)(6) 2013 was completed in the or under fluoroscopic guidance. Because the pump was mobile in the pocket, there were concerns about the catheter and a potential catheter failure. Regarding interventions, on (B)(6) 2013 the device was checked under fluoroscopic guidance and it was determined the catheter was patent with no leaks noted; the catheter tip was located intrathecally at the t10 space. On (B)(6) 2013, the pump pocket was surgically revised. During surgery, the pump was secured with 8 sutures to the underlying fascia. Regarding patient outcome, resolved without sequelae was reported as of (B)(6) 2013. The pump delivered morphine 50 mg/ml at 7.706 mg/day, lioresal 250 mcg/ml at 38.53 mcg/day, fentanyl 500 mcg/ml at 77.06 mcg/day, and bupivicaine 5 mg/ml at 0.7706 mg/day in simple continuous mode.

Manufacturer narrative:
Concomitant products: product ID 8711, lot # l78413, implanted: (B)(6) 2000, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).